Event description:
It was reported that the customer had a motor error alarm during rewinding on the insulin pump. The customer's blood glucose level was 132 mg/dl. The customer was asked if recalls any significant events leading to the alarm. The customer response is that does not recall any significant events. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instruction.

Manufacturer narrative:
The insulin pump had a random a35 alarm during rewind due to corroded motor home switch noted. No unexpected motor error alarms noted. The insulin passed displacement, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.